Event description:
During repair of laceration of the left iliac vein, a fine #4-0 vascular suture was retained. Suture needle came apart from the swage (suture) during the repair. It is unknown if the swage broke or became dislodged. Needle holder was being utilized at the same time.